Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device input button on the front panel was working improperly. Occasionally the buttons do not work; therefore, it was hard to increase the power of the flow. An intervention was performed by one of the facility's field service engineers. There was no harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The user's report of "front panel not working properly", was not confirmed due to no device return. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device. E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional

Event description:
It was reported the subject device input button on the front panel was working improperly. Occasionally the buttons do not work; therefore, it was hard to increase the power of the flow. An intervention was performed by one of the facility's field service engineers. There was no harm or injury reported.